Manufacturer narrative:
H6: added code based on information in the shared file. Clinical rationale: a 70-year-old female with a past medical history of coronary artery disease presented with an acute myocardial infarction complicated by cardiogenic shock (ami/cgs). An impella cp device was implanted via percutaneous access through the left femoral artery on (B)(6) 2026 at 3:19 pm. Due to small vasculature, a femoral-femoral bypass was placed at the time of implant. Subsequently, the patient developed no flow to the left leg secondary to kinking of the fem-fem bypass, resulting in limb ischemia. A vascular cutdown was required, and the impella device was explanted on (B)(6) 2026 at 2:09 pm. An intra-aortic balloon pump (iabp) was then placed in the right femoral artery. The patient survived the procedure. The failure mode was identified as ischemia due to low or blocked flow. The event was related to vascular complications associated with fem-fem bypass placement rather than a device malfunction. The impella device was explanted to address limb ischemia caused by bypass kinking. Patient outcome was survival following conversion to iabp support.

Manufacturer narrative:
H6: a140508 was omitted h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary peri-procedural adverse event/ischemia: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella cp lost flow to the left leg due to kinking of a fem fem bypass. Vascular cut down was performed, the pump was explanted, and an intra aortic balloon pump was placed. The patient was in stable condition.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.